Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus service operation repair center (sorc), there was the residual of chemical on the electrical contacts of the video plug of the subject device. It was attributed to the inappropriate reprocess and/or maintenance by the user which was different from the instruction manual. Consequently, it was considered that the contact failure between the subject device and the video system center occurred then the endoscopic image was not displayed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image was not displayed. There was no report of patient injury associated with this event.